Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 the patient received an alert from his cgm that it was 300 mg/dl but he wasn't feeling any symptoms. He did a bg test which showed 80 mg/dl. No treatment was taken and just waited if the cgm would get into the normal range. However, at around 11:00 am, patient felt weak and felt like passing out so his wife performed another bg test which showed 40 mg/dl while the cgm was showing 320 mg/dl. Concerned, the wife provided glucose gummies and called 911. Paramedics arrived the bg reading was 40 mg/dl while cgm was still showing 320 mg/dl. Patient was not brought to a healthcare facility but the paramedics gave him oral glucose gel and stayed with him for 30 minutes until he was fine. Paramedics left when his bg was at 150 mg/dl and instructed the patient to replace the sensor. The patient needed third- party assistance from the wife and the paramedics because the patient was unable to treat themself. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d, e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.